Event description:
It was reported that, during the implant procedure of this right atrial lead, loss of capture was observed. The procedure was completed, however, the issues persisted. X-rays were performed indicating potential dislodgement. A lead revision was performed a week later, and it was decided to explant and replace this lead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant procedure of this right atrial lead, loss of capture was observed. The procedure was completed, however, the issues persisted. X-rays were performed indicating potential dislodgement. A lead revision was performed a week later, and it was decided to explant and replace this lead. This lead is expected to be returned for analysis. No adverse patient effects were reported.